Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had wound dehiscence and reddening of tissue retroauricularly. Lab testing was done on (B)(6) 2015 and they found staphylococcus aureus, reddening of tissue retroauricularly, and wound dehiscence. Interventions included a wound revision/an explant and replacement of the extension on (B)(6) 2015. The event resulted in in-patient hospitalization or prolonged hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The etiology was not related to the patient's device or therapy and related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2015.